Manufacturer narrative:
Qn#: (B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of an (B)(4) pc. Lot in january of 2016. We are unable to validate the alleged complaint at this time. We did not receive a sample part and also did not receive any submitted pictures or video for us to perform an investigation therefore we are unable to validate the alleged complaint.

Event description:
Reported issue: in robotic gastrectomy, while the physician was applying the clips the jaws were mis-aligned. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: in robotic gastrectomy, while the physician was applying the clips the jaws were mis-aligned. There was no reported patient injury.